Event description:
The following information was provided: as per pss implant request: right poly wear. Revising femoral head and acetabulum. Patient received in the primary surgery 25 to 30 years ago. The femoral component can be destructive to remove, consequently simply replacing the modular femoral head and revising the acetabular side is the typical intervention. The revision was performed in february of this year, and the contralateral side will be revised in december.